Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 236 mg/dl at the time of incident and the current blood glucose level was 456 mg/dl. Customer stated auto mode was active. Customer stated self-test was passed. Customer stated they took out her infusion set and confirmed that cannula was bent. The insulin pump will not returned for analysis.